Event description:
It was reported there was false occlusion reading. The device keeps alarming occlusion and cassette error. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The reported issue was confirmed. The cause was traced to the downstream occlusion (dso) sensor, which was not functioning properly. The dso sensor was replaced to address this issue. The device then passed all testing.